Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose ranged from 20 mg/dl to 600 mg/dl, which was treated with manual injection. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with fixed prime. Customer was advised to reconnect at quick connect and run another 5.0 fixed prime, but customer already threw away infusion set. Customer reported cannula was not bent. Customer was advised that site may have been occluded. Customer declined troubleshooting for high blood glucose.